Event description:
During service at baxter, it was discovered that there was an overdelivery. The event occurred during product evaluation. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device was received at baxter. The reported condition was not confirmed and not duplicated and the assignable cause could not be determined at this time; however, during pre-accuracy testing, a baxter service technician found overinfusion dextrose delivery accuracy tests programmed 100ml (33 / 33 / 34 ml) / sp.gr 1.24 & 100ml (33 / 33 / 34 ml) / sp.gr 1.00 water delivery accuracy tests. This reportable incident of overdelivery was already reported (B)(4), on-time; however, upon further review, the overdelivery was not associated with the customer's reported problem.

Manufacturer narrative:
(B)(4).